Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit alarm speaker is not working, and getting red light alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the audible alarm not to function, and the pilot valve was not shifting causing the unit to have a red light, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit alarm speaker is not working, and getting red light alarm.